Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported the procedure was performed to treat a lesion in the distal left anterior descending (lad) coronary artery with moderate calcification. Pre-dilatation was performed with a 2.25x8 mm balloon at 8 atmospheres (atm). A 2.25x38 mmxience sierra drug eluting stent (des) was deployed. When removing the stent delivery system, a check shot revealed that there was a dissection at the distal end. The dissection was successfully treated with a 2.25x8 mm unspecified des. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.